Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "faulty door latch sensor and constantly alarming door open" was not reproduced. A review of the event history log revealed "shut door - power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed upper latch switch. The upper auxiliary is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed door open constantly. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.